Manufacturer narrative:
The customer's complaint of a chemo secondary backflow to primary could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that acyclovir on an ICU patient infused past the back check valve into the primary line instead of to the patient. The nurse stopped the infusion and changed the entire set up. There is no report of patient harm or medical intervention. The set was not saved.